Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the urinary tract infection, cystitis, vaginal infection, vaginal discharge, fatigue, migraine, headache, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), bladder infection, uti, vaginal infection, vaginal discharge, psych injury, fatigue, headaches, migraines, hormonal changes, plaintiff did not undergo essure conformation test were added. Case is now upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.